Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found error code 25 in the fault logs of the iabp unit. The fse ran a balloon on the unit for over 30 minutes with no failure. The fse was unable to duplicate the reported issue. The iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) generated a "patient not connected¿ alarm. No patient harm or adverse event was reported.